Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by (B)(4) on (B)(6) 2017.

Event description:
It was reported the patient controller (pc) was displaying early replacement indicator (eri) message. The device is providing therapy. The software update is pending to clear the message.